Event description:
Site experienced zero results on multiple analytes. No info provided to determine if results were used to guide therapy. The engineering department performed performance check tests which were within specification. If add'l info is received, appropriate notification will be provided.